Event description:
The pt underwent a cryoablation procedure for ablation of a concealed accessory pathway. During the first cryoapplication, a heart block of unspecified type occurred which recovered after 13 mins. During the 3rd cryoapplication of 4 mins, the physician noticed a va dissociation which recovered, followed by a brief fourth cryoapplication. The catheter was then moved to the coronary sinus where two injections were performed. Fifteen seconds after starting the fifth cryoapplication, the physician noticed a-h prolongation and stopped the injection. Heart block occurred with 2:1 conduction, and this persisted during 3 days of monitoring, after which a permanent pacemaker was implanted. In 4 to 5 days after the cryoablation procedure, cardiac conduction returned to normal, with the pt in sinus rhythm.

Manufacturer narrative:
The device is not available for investigation, it was discarded after the clinical case as no malfunction occurred during the procedure. The case was performed on (B) (6) 2008, but the event was only reported to the MFR rep on july 24, 2008.